Event description:
A vns treating physician reported to his country manager in france that their handheld computer was working intermittently. The programming system was returned for product analysis. At this time, the event is suspected to be against the handheld cradle. The handheld was not able to be charged on it. The handheld was able to be charged at the wall but not on the cradle. The cradle is not coming back for product analysis. No performance issues were noted with the programming wand returned for product analysis.

Manufacturer narrative:
Conclusion: device malfunction suspected, but did not cause or contribute to a death or serious injury.